Event description:
It was reported that the customer experienced a blood glucose (bg) level of 270-271 mg/dl; cause was a malfunction alarm. During troubleshooting with technical support, the malfunction alarm was cleared. Customer administered a manual injection to address bg level. The customer was admitted into the emergency room and treated with an unspecified alternate method of insulin therapy. Customer was released from the emergency room on (B)(6) 2025 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.